Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had recurring frozen display. Customer stated that after installing a new battery they had monitored the insulin pump for 2 hours and frozen display recurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.